Manufacturer narrative:
The reported event for over sensing/noise was not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2023-23181. Related manufacturing reference number: 2017865-2023-23183. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Additionally, the right ventricular (rv) lead was over-sensing noise which led to pacing inhibition, and the right atrial (ra) lead was noted to have no slack. The lack of lead slack anomaly on the ra lead was discovered via a chest x-ray (cxr). The pacemaker, rv, and ra leads were explanted and replaced. The patient was stable throughout the procedure.